Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips the system rebooted after the patient had received a defibrillation. After the user pushed the acknowledge button to mute alarm sounds, the system rebooted. The device was in use on a patient and the patient expired. The complaint which addresses the shock issue patient death is (B)(4) (mfg report number 3030677-2021-11350).